Event description:
This device was implanted on (B)(6) 2009 and was explanted on (B)(6) 2013 due to oversensing and pacing inhibition with asystole of less than 2 seconds. The physician was dr. (B)(6) at (B)(6) hospital and (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).